Event description:
It was reported that during preparation of convective radiofrequency water vapor thermal therapy, the generator booted ok, got to prime and then generator screen started flashing. There was no image. The procedure was not completed due to this event. The patient condition was reported to be good. No further information was provided.